Event description:
Breast implants inserted in 1988 now pt has capsular contracture of right side causing right side to be elevated and firmer than the left. Also breast has become ptotic over the yrs.